Event description:
Pt had an acl surgery in 2006 and later developed a cyst on her knee. In 2007, surgeon performed a debridement surgery to remove the dissolved and unabsorbed screw.

Manufacturer narrative:
Prod recall initiated on august 21, 2007.